Event description:
Info received indicates during a preventive maintenance check, the technician found the bed exit system will arm, but does not alarm.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.